Event description:
The pt reported blood glucose results of "1.6 mmol/l and 4.9 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan had requested the return of the subject meter and strips for evaluation, but has not yet received them.